Event description:
It was reported that during use, the arrow acat 1+ intra-aortic balloon pump experienced helium leak alarms. As the source was suspected to be the arrow catheter, it was removed. There were no reported pt complications.